Event description:
The surgeon inserted a competitor's lens. Upon insertion into the eye, the lens tore. No pt injury was reported. The cause of the lens tear was due to the injector. Add'l info has been requested, but none has been forth coming. If add'l info is received, a supplemental medwatch shall be sent.